Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Reportedly, he placed one on last night and the cannula was bent and he changed it because his blood glucose was high and the next one did not stick. The customer was treated with manual injection. Troubleshooting was declined for all issues. The infusion set is expected to be returned but insulin pump is not expected to be returned for analysis.